Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that, the axsym rubella calibration failed with error code 1111: master calibration a check too high, rubella g, on the axsym analyzer. System maintenance was performed and assay recalibrated without resolution. No impact to patient management was reported.